Event description:
The customer called to report high blood glucose and the reading was 256 mg/dl. Troubleshooting was performed. The insulin pump was programmed correctly and passed the prime test. The insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform occlusion tests due to the prime anomaly.